Manufacturer narrative:
Additional information was received that there is no further course of action. The devices will not be returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient was experiencing new headaches, buzzing and stinging in the head. The physician believed that it was device related and thought that the leads might be pressing on a nerve or nerve root in the cervical-spine. The physician will try a c2 nerve root block.

Manufacturer narrative:
Additional information was received that the nerve block was not administered. The physician believed that the leads were irritating a nerve root and stated that he might explant the scs system.

Event description:
A report was received that the patient was experiencing new headaches, buzzing and stinging in the head. The physician believed that it was device related and thought that the leads might be pressing on a nerve or nerve root in the cervical-spine. The physician will try a c2 nerve root block.

Event description:
A report was received that the patient was experiencing new headaches, buzzing and stinging in the head. The physician believed that it was device related and thought that the leads might be pressing on a nerve or nerve root in the cervical-spine. The physician will try a c2 nerve root block.